Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer has a proactive procedure implemented to verify unexpected results prior to reporting results outside the lab thereby preventing potential risk to patient safety. The procedure is to repeat any troponin specimen results greater than 0.04 ng/ml. The customer did not report any instrument malfunctions or an increase in occurrence. Service was not dispatched for this event. A definitive root cause for this event has not been determined.